Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implant procedure, the leads could not be fixed into place when placed into patients vein. The procedure was eventually aborted and the leads were not implanted. It is unknown if patient anatomy prevented the leads from being implanted. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.